Event description:
It was reported that the insulin pump had an unresponsive keypad. The most recent blood glucose reading was 123 mg/dl. The customer stated that she went to perform a bolus and went to press the up arrow button. She reported that she tried to stop the numbers by taking her finger off the button, but the numbers continued to ramp. She stated that the insulin pump kept going up to the enter bolus step, but it did not give her insulin. She stated that she was not in danger of insulin overdelivery. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to flattened dome switch. No display ramping on its own anomaly noted. The device had cracked case at display window corners and battery tube threads. The device was received with minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.